Event description:
It was reported that the right ventricular (rv) / his bundle lead exhibited lead fracture. The lead was explanted and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"